Event description:
Reportedly, the customer intended to input a card value of 50 but inadvertently input a carb value of 150. Customer realized the error and stopped bolus delivery. During troubleshooting with tandem customer technical support (cts), pump bolus history showed that customer received 3.16 units before bolus was stopped. Bolus calculation indicated that customer had over delivered 0.39 units. Contact indicated that health care provider would be contacted for advice. Customer did not know if blood glucose level was impacted. Bg level at time of report was 123 mg/dl. Contact declined follow up from cts.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.